Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank. Section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 04/19/2019.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had pediatric defibrillation electrodes connected to the patient. The defibrillation electrodes kept peeling off of the patient so they switched to a new set of defibrillation electrodes. The new set of defibrillation electrodes were also peeling off of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to a back up device and another set of defibrillation electrodes and was able to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had pediatric defibrillation electrodes connected to the patient. The defibrillation electrodes kept peeling off of the patient so they switched to a new set of defibrillation electrodes. The new set of defibrillation electrodes were also peeling off of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to a back up device and another set of defibrillation electrodes and was able to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's electrodes and was unable to duplicate the reported issue. The electrodes were retained by physio and not returned to the customer. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had pediatric defibrillation electrodes connected to the patient. The defibrillation electrodes kept peeling off of the patient so they switched to a new set of defibrillation electrodes. The new set of defibrillation electrodes were also peeling off of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to a back up device and another set of defibrillation electrodes and was able to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.